Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a door failure. The field service engineer recovered the door failure and the remote manger worked. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a hardware failure. The customer reported that able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this e